Manufacturer narrative:
(B)(4). Add'l questions in regard to the incident have also been asked. When test results are received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt, without previous cardiac disease, experienced cardia arrhythmia during use of the mono-polar device. When they changed from mono-polar to bipolar, there were no further problem.